Event description:
It was further reported that the lead was fractured, and there was high impedance and noise. The lead was explanted and replaced.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated t-wave oversensing on the rv (right ventricular) lead. It also indicated the criteria for the right ventricular lead integrity alert were met, and that the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range.

Event description:
It was reported that a lead integrity alert (lia) triggered on the right ventricular (rv) lead. T-wave oversensing (twos), sensing integrity counters (sic), and variable impedance were noted. Twos was resolved with a vector change. A lead revision is scheduled. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.